Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with an unknown 400cc mentor saline implant and experienced unexplained systemic symptoms. The patient commented on an unspecified blog/social media post and stated that the implant was only 3 years old and was explanted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This medwatch report is for the left-sided implant.